Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received a shock and the physician determined to be t-wave oversensing. The lead was reprogrammed intermittent t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.